Event description:
Follow up reported there were no lead fractures noted. It was unknown what parts of the system need to be revised. The date of revision was unknown.

Event description:
It was reported that impedance testing was done four days prior to the report. A revision was being considered at the time. It was noted to have been ¿so soon¿ after implant. The patient reportedly experienced a return of their frequency symptoms. It was later reported that the patient experienced a loss of therapeutic effect. The patient had a return of symptoms and experienced no stimulation sensation. There was no known accident related to this. The reporter indicated that the patient was very upset because she was getting great therapy results up until four days prior to the report. The patient was back to wearing pads and was getting up numerous times a night. Prior to implant, the patient was going 7-8 times per night to twice per night, 9-10 incidents during the day to twice a night, accidents from 5-10 per day to once per day and wearing pads 6 times a day to three times a day. Currently, the patient¿s symptoms weren¿t that bad, but were ¿making that slide downhill." Impedances greater than 4,000 ohms were measured on all bipolar and unipolar pairs. Testing was done at 2v and impedances greater than 4,000 ohms were still obtained. Two days later, it was reported that the patient was sent in for a flat panel x-ray to determine if there was a lead fracture. It was unknown at the time if there was indeed a lead fracture as the doctor had to review the film. A date had not been scheduled for a revision but they were going to determine what had to be replaced or revised after the doctor notes it.

Manufacturer narrative:
Continuation: product ID 3889-28, lot# va093z4, implanted: (B)(6) 2013: product type lead; product ID 3037, serial# (B)(4): product type programmer. (B)(4).

Manufacturer narrative:
Final device analysis of the lead revealed the following: a functional test of the continuity was acceptable and there were no shorts, dry. It was stated there were good impedances on all circuits. There were setscrew marks on the #0 connector sleeve indicating the lead was secured in the implantable neurostimulator (ins). It was reported all conductors were crushed 4.1 and 5.6 cm from the distal end of the lead and there were tool marks and breach cuts on the outer insulation 5.7 cm from the distal end.

Manufacturer narrative:
(B)(4)

Event description:
Additional information reported that a kub (kidney, uterus, and bladder) x-ray was done on (B)(6) 2013, which showed "all pieces in proper position." It was noted that the patient had no sensation and their symptoms worsened acutely. It was further noted that the patient was required to return to the operating room for "explant and reimplant of device". It was reported that the patient will not require hospitalization due to the event and that this was a non-serious injury or illness. It was further reported that the patient experienced a loss of therapeutic effect when their stimulation is turned on. It was noted that the device worked well for the patient for about a week post-implant and then the patient was no longer getting benefit or sensation. It was further noted that the patient's lead "may have moved slightly which was determined after comparing an x-ray and fluoroscopy taken from the time of implant. Impedances were rerun at 2v, 300 us and impedances "had come down" although all pairs #3 were open at >4k. Other pairs were: c0= 1072 ohms, c1= 1072 ohms, c2= 715 ohms, 01 = 2153 ohms, 02= 2153 ohms, 12 = 1072 ohms. It was reported that the patient did not experience any falls or unusual activity". It was reported that a revision was planned the date of the call. It was noted that a reprogramming did occur but patient did not have stimulation sensation. It was reported that the patient's health care professional programmed the patient's implantable neurostimulator (ins) to 8.5 v and used multiple pairs (0-1 +, 1-2 +, 0-1 -, 1-2 -, 0-c +) but patient still did not experience sensation. It was thought that it was probably a lead location issue. It was noted that the patient's health care professional was "thinking about placing a lead on the opposite side for the revision and using the patient's existing ins. It was reported that the patient has been reinserted with a new lead. It was noted that "the cost for the high impedance as well as a fracture at the lead and battery connection;" it was unclear what was meant by this. It was reported that the lead was sent to the manufacturer for evaluation and the patient seemed to be doing fine.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va093z4, implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: lead. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information reported that the lead was broken, had dislodged and disconnected. It was also reported that the implantable neurostimulator (ins) battery was not considered normal. No injuries were reported and the patient outcome was noted as recovered without sequelae. If additional information is received, a follow up report will be sent.